Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address osteolysis and squeaking. The patient's chromium level was 3.4 and his cobalt level was 5.13. **update** 03/02/2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: 10/12/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. **update received 10/6/15. During xray review, it was discovered that the cup was malpositioned. The acetabular cup is now being reported to address the malposition.

Manufacturer narrative:
Examination of the returned devices, provided patient x-rays, medical records, and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.